Manufacturer narrative:
Philips service replaced the vga ifcable 15d-5bnc 1.8m and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that exam room monitors failed intermittently due to a damaged vga cable on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.